Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, an intermittent screen issue was observed. The device's power management board needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.